Event description:
The st. Jude medical rep reported that the lead had a suspected insulation breach resulting in a lead impedance of 110 ohms and noise on the ventricular iegm that lead to inappropriate therapy. The decision was made to cap the lead.